Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -07.00 diopter, within the same surgery due to excessive vaulting. The lens was replaced with a shorter lens on (B)(6) 2021 and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Additional data: b3: date of event: (B)(6) 2021. Claim # (B)(4).